Event description:
It was reported that the pt underwent surgery on (B) (6) 2008 for the treatment of stress urinary incontinence. During the procedure, a sling was placed into the pt's body. The pt experienced multiple complications, including erosion, formation of scar tissue, dyspareunia, add'l surgeries, and neurologic compromise to her structures and tissues. No add'l info has been provided.

Manufacturer narrative:
(B) (4) - dyspareunia. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Sent to the FDA. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4)

Event description:
Additional information: it was reported by an attorney they a patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent an excision of sling and open burch procedure with cystourethroscopy on (B)(6) 2015, due to dyspareunia from prior sling and stress incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the procedure was an abdominal hysterectomy and bilateral salpingo-oophorectomy concurrently with mesh implantation. The mesh was removed on (B)(6) 2008 and (B)(6) 2009 due to abdominal pain, increased incontinence, dyspareunia, pelvic and vaginal pain.

Manufacturer narrative:
(B)(4). The initial medwatch and supplemental medwatch reports were sent to the FDA via usps. This supplemental medwatch report is being submitted electronically.